Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection performed, and it was noted that the female connector separated from the main body of the transfer set and there was evidence of solvent on the insert chip and main body. The reported condition was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This was observed during set up of peritoneal dialysis therapy. During follow up, it was clarified that the dark blue threaded part was unscrewing from the light blue area. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.